Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Inappropriate therapy was delivered on (B)(6) 2023 due to oversensing of noise. The impedance and pacing threshold trends have been in-range and consistent. The p-wave amplitude has increased greatly, from around 8mv to over 20 mv when evaluated in person on 02-jul-2024. Lead remains implanted, patient will be evaluated by ep. Should additional information be received, this file will be updated.